Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(6), alleging that his onetouch veriovue meter was unable to provide him with a blood glucose result as it kept suddenly showing the menu display, powering off during use and showing an ¿error 4¿ message. The complaint was classified based on customer service representation (csr) documentation as the patient was unable to be reached for further information. The patient was unable to confirm when the alleged meter issue began but reported that it was approximately one week prior to contacting lfs. The patient reported that he usually tests his blood glucose three times a day to check if his blood glucose was going low and claimed that he was unable to test the past week due to the alleged product issues. The patient informed the csr that he manages his diabetes with bydureon once weekly and an unspecified medication twice daily. It was not reported if the patient made any changes to his usual diabetes management routine due to the alleged meter issues but did report that about 30 minutes after taking his medicine on (B)(6) 2018 he developed symptoms of ¿shaking and had a headache¿ which he associated with hypoglycaemia. The patient reported that at an unspecified time he self-treated his symptoms with glucose and ate some sweets and reported feeling better afterwards. At the time of troubleshooting, csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after he was unable to test his blood glucose with the subject meter due to the alleged meter issues.